Manufacturer narrative:
Investigation summary: cubby beds made multiple attempts (7 by email and phone) and were not able to attain more information about the status of the child or what specific product was being used. The mother gave no indication that medical intervention was required. The product was not returned for evaluation. Root cause: based on the review of available production information directly associated with the product in question, assessment of the result of additional attempts to reach out to customers to determine any additional information, review of complaint data, assessment of the related risk items within the product risk management file, and review of product labeling, the root cause is unable to be determined conclusively. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Complainant reported that the safety sheet zipper and locks broke and that she is therefore using standard fitted sheets, and her son has been eloping and banging his head. Complainant describes her son "is ok", and the injury as "banging his head" while eloping from the bed. Complainant did not give any indication that medical intervention was required. "Hello, I was looking to see if I can get a new sheet. The zipper and keys broke to the one that I got. " the reporter confirmed that no serious injury or adverse event resulted from the event.